Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unspecified procedure, an advance 18 lp low profile balloon catheter¿s balloon ruptured and separated. Although the customer originally reported that the balloon was used per the IFU; additional information noted that the issue was ¿more than likely due to user error¿. The balloon was used to post-dilate another manufacturer¿s stent graft. Per the reporter, the balloon was inflated slightly above the rated burst pressure during the first inflation of the device. The balloon was deflated. While repositioning the balloon for a second inflation, the balloon ruptured at nominal pressure as the user attempted to inflate the balloon in a different segment of the graft where "waste" was present. Blood was not noted in the inflation device. Negative pressure was maintained, and the user attempted to remove the balloon catheter by itself, without the sheath, in an attempt to maintain access. As the user attempted to remove the device, the distal end of the balloon catheter became stuck within part of the stent graft that was noted to be severely compressed under fluoroscopy, and the catheter subsequently separated. The most distal piece of the separated fragment remained stuck within the graft and anterior tibial vein upon completion of the case. The patient did not require any additional procedures due to this event. Investigation evaluation: reviews of the instructions for use (IFU), drawings, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a search of sales was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿particular care should be taken in handling the balloon to prevent damage.¿ the IFU warns ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert.¿ the IFU instructs the user to remove the balloon and sheath as a unit if rupture occurs. The rated burst pressure for this device is 12 atmospheres. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that failure to follow instructions contributed to this event. The balloon was inflated over the rated burst pressure within another manufacturer¿s graft. After the balloon ruptured, the user attempted to remove the balloon catheter by itself, without the sheath, at which point the distal end of the catheter became stuck within a severely compressed section of the stent graft and subsequently separated. The IFU warns the user not to exceed the rated burst pressure and instructs the user to remove the balloon and sheath as a unit if rupture occurs. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, an advance 18 lp low profile balloon catheter¿s balloon ruptured and separated. Although the customer originally reported that the balloon was used per the IFU; additional information noted that the issue was ¿more than likely due to user error¿. The balloon was used to post-dilate another manufacturer¿s stent graft. Per the reporter, the balloon was inflated slightly above the rated burst pressure during the first inflation of the device. The balloon was deflated. While repositioning the balloon for a second inflation, the balloon ruptured at nominal pressure as the user attempted to inflate the balloon in a different segment of the graft where "waste" was present. Blood was not noted in the inflation device. Negative pressure was maintained, and the user attempted to remove the balloon catheter by itself, without the sheath, in an attempt to maintain access. As the user attempted to remove the device, the distal end of the balloon catheter became stuck within part of the stent graft that was noted to be severely compressed under fluoroscopy, and the catheter subsequently separated. The most distal piece of the separated fragment remained stuck within the graft and anterior tibial vein upon completion of the case. The patient did not require any additional procedures due to this event.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.